Event description:
It was reported that patient used implant regularly then stopped working. Physician tried to inflate but device would not cycle. After 2 years of implant, reservoir was empty. All components were explanted and replaced. No patient complications related to device.